Event description:
It was reported that the vns patient was experiencing an increase in seizures. The patient has stated that he does not feel stimulation anymore. Diagnostics of the patient's vns are normal. It was noted that the patient went off some medication about 6 months ago but there have been no issues until recently. Follow-up with the physician found she believed the increase in seizures as due to the vns no longer delivering adequate therapy. The patient was experiencing a significant increase in seizure frequency and intensity. It was also indicated that the patient experienced his first episode of status epilepticus in a long time and went to the emergency room. Surgery to replace the patient's generator prophylactically has occurred. Attempts for the return of the explanted generator are in progress. It is unknown if the patient's seizures have improved following replacement at this time.